Event description:
Through journal article "repeated fluid accumulation around a breast implant related to synovial metaplasia of the capsule", healthcare professional reported for right side "swollen area in the right reconstructed breast", "fluid accumulation" and "fluid had been drained by needle aspiration five times, but the swelling returned to a similar size within a month", "a chronic expanding hematoma and synovial metaplasia characterized by papillary projections rich in cd68-positive cells, thus indicating reactive synovial cells", "an area of soft tissue density inside the superficial capsule, a soft tissue density lesion." Device was explanted.

Manufacturer narrative:
Article citation: honda ayano, tsuge itaru, kitamura kyohei, ito hiroaki, yamanaka hiriki, katsube motoki, sakamoto michiharu, morimoto naoki; repeated fluid accumulation around a breast implant related to synovial metaplasia of the capsule; plastic and reconstructive surgery . Global open 12.4:e5759; march 7, 2024. Photo analysis: visual analysis of the photographs identified: edema : unable to observe as it is a medical event that is not related to the device. Hematoma : unable to observe as it is a medical event that is not related to the device. Seroma : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.